Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the display flickers intermittently and the display was out of electrical specification.

Event description:
It was reported the screen "flickers" badly. The programmer was returned for repair. No patient involvement was reported.